Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, nozzle clogging with foreign material due to insufficient cleaning was found. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The phenomenon the customer originally reported was that the cleaning brush could not be removed from the forceps channel. Omsc presumed that the tip of the cleaning brush was damaged by forceps channel brushing and remained in the pipeline. The cause of the breakage could not be determined, but it might be due to fatigue, such as bending, scratches, and repeated stress of use. The exact cause of the reported event could not be conclusively determined.